Manufacturer narrative:
The fse found a hole through tubing in pinch valve pv49. The fse replaced the tubing and the instrument ran without leaks or errors. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported an uncontained diluent and cleaner reagent leak of approximately 40 ml from pinch valve pv49 from the coulter lh 500 hematology analyzer. The customer reported obtaining diluent comparisons out of limit error message when the leak was observed. There were no reports of injuries, direct physical contact with the leak, erroneous results or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves and laboratory coat. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.